Event description:
Updated description: it was reported that the procedure was to treat a heavily tortuous and heavily calcified proximal left anterior descending artery. A 2.75 x 18 mm xience xpedition was advanced to the lesion; however, it could not cross. A non-abbott stent was implanted and a non-abbott balloon catheter was inflated to 22 atmospheres for post-dilatation when a perforation occurred. A 3.0 x 26 mm graftmaster was advanced to the lesion, but it would not cross. The patient was taken to surgery to seal the perforation. As of (B)(6) 2013, the patient remains in the cardiovascular critical care unit. No additional information was provided.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified proximal left anterior descending artery. A 2.75 x 18 mm xience xpedition was advanced to the lesion; however it could not cross. A non-abbott stent was implanted and a non-abbott balloon catheter was inflated to 22 atmospheres for post-dilatation when a dissection occurred. A 3.0 x 26 mm graftmaster was advanced to the lesion, but it would not cross. The patient was taken to surgery to seal the dissection. The patient is doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that hemorrhage is listed in the otw graftmaster instructions for use (IFU) as a potential adverse event that may be associated with the use of jostent coronary stent graft procedures. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. This is a duplicate of MFR report 2024168-2013-03604.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that hemorrhage is listed in the otw graftmaster instructions for use (IFU) as a potential adverse event that may be associated with the use of jostent coronary stent graft procedures. Further, the otw graftmaster IFU states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The effectiveness of this device for this use has not been demonstrated. Long-term outcome for this permanent implant is unknown at present. In this case, it is unknown if the treatment of the dissection caused or contributed to the reported event.